Event description:
While performing bench service for the device, it was noted by an authorized bench technician that the standoffs on the bezel assembly were broken. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.